Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) instructed the users on proper charging technique. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per fsr, the power switch was on and the machine was unplugged from the wall so the batteries were drained. The machine hasn't been used in almost four years. The batteries were replaced. The unit operated to the manufacturer's specifications. The faulty batteries were disposed of so no further testing will be done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were dead. There was no patient involvement.